Event description:
It was reported by the sales consultant: patient specific plate contouring (pspc) plate did not fit the bone model that was provided. The event occurred and was discovered prior to the scheduled surgery, with no patient involvement. A new contoured plate (to fit the patient¿s bone model) was shipped to facility in time for the scheduled surgery. It was also reported, there was no delay or change to the surgical treatment plan, and there was no extension of surgical time in the operation room (or). This report is for a ti pspc matrix mandible double recon plate lrg/2.5mm thick. (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: the investigation could not be completed; no conclusion could be drawn, as no product was received. Also, based on the review of the design history files (dhf), all required documents are present in the DHR (device history records). Upon review of the risk analysis and functional / design requirement, it was determined that this device met those requirements, and the requirements did cause or lead to the complaint. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: the plate was returned in good condition. The configuration and shape of the plate was appropriate for the model file that was provided. The complaint stems from a change to the pre-operative plan, which resulted in a new surgical plan and new bone model. The pspc team that produced the plate was not informed of the change in the bone model, and produced a model to the previous iteration. A CAPA has been initiated. Placeholder.